Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor used with the ilet system displayed a ¿sensor reconnecting¿ alert, followed by pairing failure with no responsible device identified. Symptoms included loss of continuous glucose data availability. Outcomes included temporary interruption of cgm data and instruction to wait for reconnection before further action. Investigation included user education and troubleshooting for sensor-to-receiver reconnection and pairing workflow. Investigation of this case revealed a communication or connectivity issue consistent with sensor pairing failure between the cgm and the integrated system, with no specific faulty component identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user/system interaction related to wireless connectivity or pairing processes.